Event description:
It was reported that after announcing a larger-than-actual breakfast meal on the ilet bionic pancreas, the user experienced a low blood glucose of 53 followed by a rebound to 219 while self-treating with oral glucose via coffee creamer. The event was attributed to an incorrect meal size. Symptoms included hyperglycemia and hypoglycemia with associated diaphoresis. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overestimating the meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.